Event description:
Pt spontaneously called in to report one of her pumps is not working. It would not prime when she tried to use it last night. She has never had an issue with this pump before. The pump did not display an error or beep, it just would not prime. Nothing was showing up on the sensor. Pt switched to her other pump and has been infusing without problem. Pt will call back with sn later when she is home. No other info. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.